Event description:
It was reported, that the device posted a device failure coupled with a vent fail. The device was removed from service. No logs being submitted for the case. There was no patient injury reported.

Manufacturer narrative:
The investigation was based on the reported event and provided information from biomed and dräger technical support onsite. No logfile of the affected infinity acs workstation cc with product serial no: (B)(4) was available. According to the information, the reported event could be reproduced. Device failure (10) occurred due to impaired internal communication between the cockpit and the ventilation unit for unknown reason. The deviation was brought to the user¿s attention by posted "device failure (10)" alarm as specified. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. In case of an impaired internal communication between the cockpit and ventilation unit the alarm message "device failure (10)" will be posted. The ventilation will not be affected and continues as set. The display of monitoring parameters on the cockpit screen might be restricted in case of present "device failure (10)". Safety relevant parameters are displayed in the supplemental yellow/green oled-display wherein the user can track the on-going ventilation. The reported stop of ventilation was most likely due to depleted batteries. The customer confirmed the device was not plugged in at the reported time and the battery ran down. Evita v500 monitored the state and functionality of internal components, e.g. The internal battery and displayed the corresponding alarm. In case of mains power loss, the device will be supplied by battery in order to continue operation. Switch-over to battery operation is indicated with the alarm message battery activated». Depending on battery capacity and battery voltage further alarm messages «battery low» and «battery discharged» are intended to be posted with progressive battery operating time. In case of complete power loss (after depletion of the battery), the acoustical power failure alarm will sound according to iec 60601-1-8. This alarm is energized independently from the power supply and will last for at least 2 minutes. The device will stop ventilation by opening the safety valve to ambient allowing the patient for spontaneous breathing. As no logs were available - it cannot be confirmed if the battery discharge was observed with the normative reserve of 5 minutes between the "battery discharged" message and the battery discharge. Therefore, a stop of ventilation cannot be excluded. The unit was tested by the biomed onsite - passing all test and ran for over 48 hours without any issue. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.